Manufacturer narrative:
An imp,tsv,4.1mm,sbm,11.5 (item # tsv4b11) was received for investigation. Visual inspection of the as returned product identified splitting and gouging around the external threads and a fracture of the implant at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported device was located on tooth # 3 and was used for approximately 6 years. Pictures or x-ray images of the implant site were not provided. DHR review was completed for the subject lot number (61691303). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 61691303) for similar event and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported events (implant fracture and bone loss) or device (tsv4b11). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. However, the reported bone loss could not be verified with the information provided. A definitive root cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight unknown/ not provided.

Event description:
It was reported that the implant (tsv4b11) fractured at the collar level after loading. It was also reported that implant was removed and placed another one.